Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's infusion device displayed e4 (occlusion error) and his blood glucose level was elevated over 600 mg/dl. He changed the infusion set and administered insulin via the infusion device. The patient's wife found him unconscious that same day. She called for an emergency doctor and the patient was taken to the hospital via ambulance. His blood glucose level was 967 mg/dl at the hospital. The patient received stationary treatment at the hospital. He does not think the infusion device delivers an accurate amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.